Manufacturer narrative:
Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported 3 months after the dental implant was installed in intraoral region #6 it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).